Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was ovalized approximately 16.0 cm from the hub. The neuron max was kinked approximately 73.0, 76.0, and 77.0 cm from the hub. Conclusions: evaluation of the devices revealed that both devices were kinked in the distal region of the catheter shaft. This damage was likely a result of forceful mishandling of the device during use. Further evaluation revealed a slight ovalization on the proximal shaft of the first neuron max. This damage was likely incidental and was likely a result of forceful mishandling during packaging for return to penumbra facilities. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (p-com) using neuron max 6f 088 long sheaths (neuron max). During the procedure, the physician placed a neuron max into the patient without any unusual resistance noted. The physician then attempted to advance a non-penumbra microcatheter and guidewire through the neuron max but was unable to do so and noticed that the neuron max was kinked in three positions at the level of the aortic arch. Consequently, the microcatheter and guidewire were damaged as well. Therefore, the procedure was completed using a new neuron max, non-penumbra microcatheter and guidewire. After the procedure was successfully completed and the devices were removed, it was noticed that the second neuron max was also kinked at the level of the aortic arch. There was no report of an adverse effect to the patient.